Event description:
It was reported by the attorney for the patient, as a result of a legal claim, that allegedly there was early loosening of the trident shell.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Not returned.

Manufacturer narrative:
An event regarding shell loosening involving a trident shell was reported. The event was not confirmed. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received. Investigations have been conducted on individual product complaints which reported loosening, or poor fixation of trident hemispherical and peripheral self locking (psl) shells. Per our corrective action/preventive action policy and procedures stryker orthopaedics conducted an investigation to evaluate reports of shell loosening involving trident hemispherical and psl acetabular shells. An analysis of the overall complaint data is documented in CAPA (B)(4). The root cause analysis conducted as part of CAPA (B)(4) determined the root cause of the trident shell loosening is failure to achieve initial biological fixation due to inadequate execution of the recommended surgical technique. Specifically, surgeons were not adequately executing the correct reaming technique required for the preparation of the acetabulum.

Event description:
It was reported by the attorney for the patient, as a result of a legal claim, that allegedly there was early loosening of the trident shell.